Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the lead was oversensing, had high impedance and the patient received multiple shocks. In addition, an attorney alleged the patient was shocked 16 times before he could get to the hospital to disable therapies. The pace/sense portion of the lead was capped and replaced. Additional information received indicates that a lawsuit alleges that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury." Further reported information received indicated that the lead had an apparent fracture and the lead was explanted and replaced. Additional information received indicated that the atrial lead was replaced due to the physician "hitting the lead with cautery" during the procedure. No further patient complications were reported as a result of this event.